Manufacturer narrative:
No complaint was received with the return of the device. Failure event observed during analysis. Final analysis found a partial lead measuring 45.3 cm in two parts returned for analysis. External insulation abrasion was noted at 36.0 to 36.5 cm from the distal tip, consistent with friction with another implantable device or feature of the patient¿s anatomy.

Event description:
This report is to advise of an event observed during analysis.